Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an iliac stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the external iliac artery. The express ld iliac biliary stent system was advanced beyond the bifurcation to go through a previously placed 7 x 37 express ld stent. The express ld stent got caught on the 7 x 37 express ld previously placed stent. The express ld stent dislodged from the delivery system in the external iliac artery. The procedure was continued with a balloon deploying the stent successfully. No patient complications were reported and the patient's status is fine.